Manufacturer narrative:
Approximate age of device: 1 year, 5 months. The explanted device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented to the emergency department on (B)(6) 2015 with abdominal pain. A CT of the abdomen showed fluid around the pump. The patient underwent surgical washout of the pump pocket on (B)(6) 2015. Cultures of the area were positive for unspecified bacterial growth. The patient was treated with IV antibiotics, wound vac therapy, and underwent multiple additional incision and drainage/washout procedures. The pump was exchanged on (B)(6) 2016 after the wound cultures were negative and the patient was afebrile.

Manufacturer narrative:
The device was expected to be returned for evaluation; however it was reported that the device would not be returned. A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.